Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture behind the display. There was no indication of any damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings:the complaint could not be confirmed or duplicated on investigation; there was no visible moisture found under the display. The pump casing was removed and there was no evidence of any internal moisture. Unrelated to the complaint, investigation revealed that the display was dim, fading, and discolored and that the down arrow keypad button was intermittently unresponsive. The keypad cover was removed and the down button contact was found to be bent/damaged.